Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the bubble coming out from the instrument channel of the subject device during the leakage test in the water. At the incoming inspection for the repair, the service department of olympus europe (B)(4) checked the subject device. It was found fluid invasion with dirt and foreign materials deposit at the control section of the subject device which might have caused the reported phenomenon. Also it was found moisture around the light guide bundle fibers, the instrument channel inlet, other channels, ccd cable as well as invasion at the control section. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-02604 which was submitted on feburuary 14, 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.